Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush heads come loose while brushing - oral-b [device connection issue]. Case narrative: consumer called stating brush heads come loose while brushing. No injury was reported.